Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one open sample that pertained to the product code z493g. Upon visual inspection of the returned sample, it was noted that the suture was cut in two sections and the needle was still attached to a suture piece. The swage and attachment were noted to be as expected. The suture pieces were examined, body fluids were found and the ends were noted to be cut probably caused by a surgical instrument. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ was there any adverse consequence associated with the patient? .no. ¿ what is the lot number? Tcmcsu. Events reported via: 2210968-2023-10122.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, 2 devices with the same issue. Needle separated from suture during knotting. No adverse patient consequences were reported. Additional information was requested.